Event description:
The svc report shows during power down the device did not alarm. The mallinckrodt customer support engineer (cse) verified that no audible alarm was present during power down. The cse inspected the device and replaced the batteries. There was no report of any pt involvement or injury. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.